Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the product, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. In this event there was a detachment of tubing at the housing of the stopcock which led to blood loss, decrease in hemoglobin and the need for 3 packed red blood cells to be transfused. The patient alerted the clinician that there was blood leakage. The potential for injury is not remote in this instance, as the clinician was not present and was not alerted to the blood loss by receiving an abnormal waveform/alarm. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is unknown whether user or procedural factors played a role in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use with a (B)(6) year old male patient, the tubing of the disposable pressure transducer with vamp disconnected from the housing at the stopcock. The patient alerted the staff, who had to clamp the tubing. The patient lost 1g/dl of hemoglobin; it is unknown how much in terms of volume. The patient was transfused with 3 units of packed red blood cells (prbc). No further information as to comorbidities has been obtained to date. Unfortunately, the product was not available for evaluation since it was discarded.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.